Manufacturer narrative:
(B)(4). Correction is submitted, due to the fact that the previously submitted follow up #1 report was labelled incorrectly. The submitted report should have been labelled initial report. Therefore, this initial report replaces the previously submitted follow up #1 report. Catalog#: igtcfs-65-1-jug-celect-pt (B)(4). Summary of investigational findings: investigation is based on event description and returned product. Investigation of the returned product showed that the penetration was caused by the filter. The root cause of the reported 'hole in sheath' is determined to be related to user technique. According to the complaint report "this observation was made prior to use." However, visual inspection of the returned product shows blood, which indicates that the device has been in contact with the patient. Furthermore, the filter is not returned, why it is assumed that the filter was placed in the ivc as intended. To address the issue, the IFU warns that excessive force should not be exerted. Under normal conditions the introducer sheath is strong enough to accomplish the procedure, but it may kink if excessive force is used to advance it through tortuous anatomy and the filter may be prone to exceed the sheath wall if advanced through a kinked sheath. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: as reported to customer relations: "the device was flushed and it was noted to have a hole in the sheath." Patient outcome: this observation was made prior to use. There was no impact to a patient or end user.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. (B)(4). Summary of investigational findings: investigation is based on event description and returned product. Investigation of the returned product showed that the penetration was caused by the filter. The root cause of the reported 'hole in sheath' is determined to be related to user technique. According to the complaint report "this observation was made prior to use." However, visual inspection of the returned product shows blood, which indicates that the device has been in contact with the patient. Furthermore, the filter is not returned, why it is assumed that the filter was placed in the ivc as intended. To address the issue, the IFU warns that excessive force should not be exerted. Under normal conditions the introducer sheath is strong enough to accomplish the procedure, but it may kink if excessive force is used to advance it through tortuous anatomy and the filter may be prone to exceed the sheath wall if advanced through a kinked sheath. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: as reported to customer relations: "the device was flushed and it was noted to have a hole in the sheath." Patient outcome: this observation was made prior to use. There was no impact to a patient or end user.